Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via psr indicating that as previously reported the patient had presented to the clinic for a pump refill. Both the low and empty reservoir alarms had occurred, but it was additionally noted that they were secondary to patient non-compliance.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from the a healthcare provider (hcp) via a clinical study, regarding a female patient receiving intrathecal dilaudid 3.0mg/ml at 2.0001mg/day, bupivacaine 30.0mg/ml at 20.001mg/day, baclofen (compounded) 100.0mcg/ml at 66.67mcg/day, and cl onidine 200.0mcg/ml at 133.34 mcg/day via an implantable infusion pump. The indication for use of the device was for malignant pain for cervical cancer. It was reported that on 2015-(B)(6), the patient presented to the clinic for a refill. The pump was interrogated and revealed both the low (2015-(B)(6)) and empty reservoir (2015-(B)(6)) alarms had occurred, and the patient was experiencing withdrawal symptoms. The pump was refilled on 2015-(B)(6), and the severity of the event was noted as mild. The event resolved without sequelae on 2015-(B)(6). If additional information is received this report will be updated.